Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) experienced ventricular tachycardia episode however the device did not deliver therapy. The physician requested for a field representative to check the device. Attempts were made to obtain additional information; however, no further information was given. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--